Manufacturer narrative:
Follow-up # 1 ¿ (08/01/2014), the lay user/patient¿s product(s) has been returned on (B)(4) 2014 and evaluated by life scan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The processor was found to be defective and the down button did not respond due to the meter not turning on. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging down arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.